Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's guardians reported a decline in hearing performance.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's guardians reported a decline in hearing performance. The patient was re-implanted.